Manufacturer narrative:
Reporting address state:(B)(6) reporting address postal: (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that there was misalignment in the touch position. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that there was misalignment in the touch position. A field service engineer (fse) went onsite and confirmed the issue. A calibration was attempted to resolve the issue but was unsuccessful. The fse then replaced the touchscreen to resolve the issue. The fse replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Manufacturer narrative:
H10: the removed touchscreen was returned to the product investigation lab (pil). The pil technician stated the touchscreen initially failed during diagnostics and functional testing as well as displayed misaligned touch points. The pil technician confirmed the touchscreen could be calibrated using the touchscreen calibration button. The pil technician then confirmed the touchscreen passed all diagnostic testing and the touchscreen operated without issue. The issue of a touchscreen within spec resistance readings and could be calibrated at the product investigation lab without issue.